Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The on/standby switch was replaced to resolve the issue.

Event description:
The hospital reported an internal error hat may cause a system shutdown. There was no report of patient involvement.